Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable.

Event description:
Medtronic received information that, while outside of a procedure, the thoracic probe would not rotate within the associated tracker. It was noted that the tracker worked with other instruments without issue. The probe was noted to pass verification. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Unique device identification (UDI) and manufacture date provided. The thoracic probe was returned to the manufacturer for analysis. Analysis found that the probe had impact marks at the back end causing fit issues with the mating tracker. Analysis found that the reported event was related to a physical damage issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.